Event description:
Procedure type: total gastrectomy. According to the rptr: the safety could not open up. The surgeon used a new instrument of different type to complete the procedure. Surgery time was extended by more than thirty minutes. No tissue damage or loss occurred, and no stomas were performed. The pt has recovered and has been discharged.